Manufacturer narrative:
Concomitant therapies: juvéderm vollure¿ xc. The reporter has declined to provide allergan permission to contact their healthcare professional, therefore additional event, product, or patient details are not attainable. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheek area with one syringe of juvéderm voluma® xc and mid-face area with one syringe of juvéderm vollure¿ xc. A week later, the patient experienced ¿bone pain and facial abscess¿ in fleshy area of the cheeks. The patient was treated with bactrim 4 days later, with cipro 4 days later, and with IV antibiotics when the patient was hospitalized the following day. The patient underwent surgery 3 days later and was hospitalized for 5 days. An MRI and CT testing was administered that revealed ¿inflation of the cheek bones." Patient further reported they were "just in the hospital again." The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00718 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Event description:
Patient reported an additional non-serious event of "nodules."